Event description:
It was reported that when using the bd pyxis¿ medbank tower, medicines were not showing up on patient's profile. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the medications were not showing on the patient profile. A technical support specialist checked medbank myqlink (mql) for the involved patient¿s medication orders and informed the customer that the medications were not appearing on the patient profile because they were not stocked in the cabinet. The customer acknowledged and understood the explanation. The system functioned as intended after the technical support specialist assisted the customer to resolve the issue.